Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited under sensing. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of under sensing was not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection, x-ray examination and electrical test were normal with no anomalies found.